Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm and excessive motor error alarms. Customer's blood glucose was 284 mg/dl. Insulin pump passed displacement test. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to a full body scanner a year prior to call; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. Unable to confirm motion sensor test failed alarm due to motor error alarm. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with broken reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.